Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the or05 anesthesia station rebooted on its own multiple times during an operating room case, which negatively impacted patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was rebooting on its own multiple times. A technical support specialist reviewed the case details and contacted the customer to gather additional information regarding the unexpected reboots. Follow ups were made requesting a list of affected stations and further clarification on the behavior. Remote diagnostics via rss were reviewed, confirming device connectivity details; however, no definitive device fault was identified. The specialist also evaluated the possibility of multiple stations being impacted and discussed that repeated reboots could be related to site power fluctuations causing safe shutdowns. The case remained in a monitoring state while awaiting customer feedback, but no additional information was provided. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the or05 anesthesia station rebooted on its own multiple times during an operating room case, which negatively impacted patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.